Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that insulin pump was exposed to moisture due to insulin pump getting wet. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 244 mg/dl. Customer was advised that insulin pump would need to be replaced.